Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Device evaluation: a field service engineer (fse) visited site and performed a preventative maintenance (pm) and found no issues. Unit tested and passed jjsv specifications. A clinical specialist also visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Section e1 phone number (B)(6). Manufacturing records review: a review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a phaco burn on right eye which occurred almost immediately after doctor began phaco on a mildly dense cataract. Post-op notes from same day of surgery: anterior chamber is deep with mild debris. Posterior capsule intraocular lens (pciol) is in the bag and centered intraocular pressure is physiologic. Post-op meds reviewed. Full time eye shield until tomorrow am, then at bedtime. Post-op day 1 cataract extraction right eye: lateral stitches x 2 (with plan to remove in a few weeks). 20/100 visual acuity. Standard medication. Note: this report is 1 of 5.